Manufacturer narrative:
A ge service representative performed an on site investigation. The mother board needs to be replaced. The customer canceled the service call.

Event description:
The customer reported the system had a bad temp sensor error and would not boot up. There was no patient injury or death reported.